Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of missing sensor wire cannot be confirmed. It was reported that the patient used a sensor past the expiration date. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: make sure your sensor is not expired. However, a definitive root cause cannot be determined.

Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient used a sensor past the expiration date which is considered off label use. The patient did not report any injury or medical intervention.